Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.7, reference 2.8, mean: 2.25, confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. Data provided by the customer from (B)(6) were excluded from comparison testing because the tests were performed more than three hours between the readings. Since the time of the tests exceeded three hours, changes in patient's status may have contributed to unexpected errors. Three hours is considered a reasonable length of time between readings in order for comparison to be valid. Additionally, the customer did not provide another inratio testing result or lab reference value. For these reasons, no further analysis of the client's data was performed between the readings. In-house therapeutic donor testing was performed on reported lot number: 304239 on (B)(4) 2013. Results were as follows: all products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less that (B)(4), passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test results comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Add'l data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in valued was not due to a change in the patient's status. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4); no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action required at this time, as no product deficiency was established.

Event description:
Caller alleged discrepant inratio inr result in comparison to the lab inr result. Results are as follows: see scanned table. The time between the (B)(6) 2013, inratio and laboratory testing, was within one hour. Therapeutic range 2.5-3.5 for patient. There was no reported adverse patient sequelae. There was no add'l info provided.